Event description:
A healthcare professional reported that the fluid beam from the infusion cannula made a hole in the retina when the surgeon changed from air to fluid in the eye during a vitrectomy. This resulted in a retinal detachment. The infusion pressure was 25 mmhg at the time. Laser had to be used to make the retina attached again causing a delay in surgery. This delay was considered clinically significant by the surgeon. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
Additional information was provided by the surgeon who reported that the patient underwent the vitrectomy for macular pucker. The infusion beam created a retinal tear/hemorrhage in the macula. The outcome of the event was resolved with treatment. Unplanned surgical intervention was performed by expanding intraocular gas (sf6) instilled after surgery. In surgeon's opinion the device caused/contributed to the event, specifically the device settings (iop control turned off prior to the event). There was a new onset of "severe metamorphosia". This complication resulted in permanent ocular damage. Sequela brought about the retinal tear was "macular scar/atrophy".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown.